Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned a skin graft mesher device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this skin graft mesher. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the comb, roller, roller gear, side plates, and ratchet gear were all damaged. The calibration and sample mesh were not able to be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller(cradle peg), worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the roller (cradle peg) was damaged which caused the ratchet to stick. The root cause of the reported event was due to the damaged roller (cradle peg) at end and which also caused the ratchet to stick. The issue was resolved with the included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears, damaged hardware, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the cradle peg stripped and wrench sticking when removing on/off. Initial inspection of the returned mesher revealed the comb was damaged. No adverse events have been reported as a result of this malfunction.